Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown it was reported by customer samples in vacutainer were witnessed as clotting, fibrin and giving false-positive results. Rapid serum tube was causing the sample to clot which then caused false positive patient results on our troponin assay. They switched to pst tubes for this assay to avoid false positive results.

Manufacturer narrative:
Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After several attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Adhering to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. In addition, instrument manufacturers and published data on interferences may be a useful resource for this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. -it was reported by customer samples in vacutainer were witnessed as clotting, fibrin and giving false-positive results. Rapid serum tube was causing the sample to clot which then caused false positive patient results on our troponin assay. They switched to pst tubes for this assay to avoid false positive results.